Event description:
No additional event information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11 corrected: h4. The reported event could not be confirmed due to lack of product. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had a left tha on (B)(6) 2009 due to avascular necrosis. There were no intraoperative complications noted. There were lab results from april 16, 2025 provided and reviewed, and shows elevated cobalt and chromium levels. No further information was provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: us157854 m2a-magnum pf cup 54odx48id 980800. 157448 m2a-magnum mod hd sz 48mm 311980. 139256 m2a-magnum 42-50 tpr insrt std 058010. G2: foreign: canada. Suggested component code- mechanical (g04): stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by legal that the patient underwent a hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient is suffering from unknown issues and high metal ion levels. It was reported that no further information is available.